Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure, nor able to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient experienced a seizure and a blood glucose exceeding 500 mg/dl, while wearing the pod between 4 and 24 hours on the upper left leg. Subsequently, paramedics were contacted and patient was taken to the hospital. A diagnosis of hyperglycemia was made and patient was treated with intravenous therapy, including that of keppra (to treat seizure). Patient was unable to remember if insulin was delivered via intravenously or manually (injections). Upon discharge, patient was prescribed a pill form of keppra (750mg pills) and ordered to administer 1/2 pill 2 times daily. Upon follow up with a neurologist, patient was told hyperglycemia was the cause of seizures and to stop administering keppra, however, patient refused and continues to self dose with 1/2 pill 1 time daily. It should be noted that, while patient was reporting this event, it was discovered that the pink slide insert (for pod in question) did not move into the viewing window. Additionally, patient was unable to see a cannula in this device. Failure of pink slide to move into viewing window indicates a failure of the needle mechanism to deploy as intended during activation.

Manufacturer narrative:
The returned product was evaluated and the investigation found the catch beam was not fully heat staked to the chassis during manufacturing. This caused a failure of the cannula to move to the fully deployed position.